Event description:
Customer reported no delivery alarms on her insulin pump. Customer's blood glucose is 477 mg/dl. She treated with manual injections. Insulin did not exit during a fixed prime. When customer changed her infusion set, the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.